Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. The product being reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, at the end of the case, they noted an oxygen transfer failure. The case was completed with no issue, and the patient recovery was normal. No known consequence or health impact to patient the product was not changed out procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 6, 2026. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was visually inspected upon receipt with no anomalies noted. The returned sample, after being rinsed and dried, was tested for the oxygen transfer and carbon dioxide removal performance, in accordance with the product inspection protocol. The unit met the factory¿s specification, and no anomaly was found. A review of the device history records revealed no manufacturing issues related to the reported event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.